Event description:
It was reported that during maintenance the e360 ventilator had flow sensor error. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service engineer (se) checked the ventilator and passed the leak test, o2 sensor calibration. Performed flow sensor calibration but it was showing calibration error. Ventilator is working fine but flow sensor needs to be replaced. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The repair was completed at a non-medtronic location and the service engineer (se) checked the ventilator and passed the leak test, o2 sensor calibration. Performed flow sensor calibration but it was showing calibration error. The service engineer replaced the flow sensor and the issue was resolved. The ventilator was tested and checked to be running normally.